Event description:
Caller reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. Initially, efforts to resolve the issue by trying different charging methods were unsuccessful. Technical support decided to replace the pump, confirming the warranty status and arranging delivery of a new device with updated software. The customer was informed of the necessary steps to follow upon receiving the replacement and instructed to return the faulty pump. The customer acknowledged and understood all the instructions.